Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was excess off current due to an electrically shorted integrated circuit (ic), designator u4, on the digital pcb assembly. Ic u4 caused 900ua of excess off current which depleted the internal hybrid layer capacitor (hlc) batteries of the device and prevented the unit from powering on.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Date device returned to manufacturer, in the initial medwatch report indicates:  05/30/2017. Date device returned to manufacturer, in the initial medwatch report should have indicated:  05/18/2017.